Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The home patient (hp) was connected at the time of the event. This was observed during dwell three of automated peritoneal dialysis (pd) therapy. The hp stated that they observed a large amount of solution under the homechoice device. The hp checked the solution bags and no leaks were observed. There was no patient injury or medical intervention associated with this event. No additional information was available.